Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the dxc 700 au chemistry analyzer. The fse inspected the instrument and identified issue with buffer valves and ise (ion selective electrode) tubing. The failure mode was identified as multiple hardware malfunction. The fse replaced the buffer valves and ise tubing to resolve the issue. The system performance was verified. No further issues reported after part replacement. The system returned to normal operation. Section e1: initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false high sodium (na) patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown.